Event description:
Reportedly, on (B)(6) 2018, this patient experienced an inferior limbs paresthesia and underwent the heating treatment. There was no stroke, myocardia infraction, bowel ischemia, paraplegia, renal failure determined. This treatment was performed to exclude the medullary ischemia possibility. The problem was resolved without sequelae on (B)(6) 2018. Based on clinical evaluation, the patient was asymptomatic, with a normal neurological evaluation (driving force and preserved sensitivity). The gore® devices were not contributed to the event.

Manufacturer narrative:
H6: investigation conclusions 67 no problem detected replaced code 22 known inherent risk.

Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. The devices remain implanted and are not available for analysis. Also were used plc181000/16417653 UDI# (B)(4) and plc141200/16477860 UDI# (B)(4). Code3191 used to explain paresthesia. The cause of paresthesia is unknown. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an aortic aneurysm of unknown maximum diameter and involved visceral branch vessels. The patient is enrolled in the aaa 13-02 tambe ide study. It was reported that the procedure included implant of three gore® excluder® aaa contralateral leg endoprostheses and one gore® excluder® iliac branch endoprosthesis. Reportedly, on (B)(6) 2018, this patient experienced an inferior limbs paresthesia and underwent the heating treatment. There was no stroke, myocardia infraction, bowel ischemia, paraplegia, renal failure determined. The problem was resolved without sequelae on (B)(6) 2018. The patient tolerated the procedure and was discharged from the hospital on (B)(6) 2018.